Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not occluded..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was over delivering. The customer blood glucose level was 100 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with carbohydrate. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges that the insulin pump was over delivering because the customer blood glucose was 165 mg/dl after 15 mins blood glucose 100 mg/dl. The device will be returned for analysis.